Manufacturer narrative:
(B)(4). H6: component code: impactor. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner impactor split at the tip. The tech noticed the piece was not fit for use before the case started. No patient involvement. There is no further information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4;d4;g3;g4;h2;h3;h6. The following sections were corrected: d2b. H6: component code: mechanical (g04) ¿ impactor. Product was not returned for evaluation; however, a picture was provided and reviewed. Visual examination of the provided picture identified the outer surface of the liner impactor with a vertical split running from the edge close to the center point. No further observations could be made based on the image alone. No product was returned; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. Based on the image provided, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.